Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. A review of the device¿s sterility report confirmed that the product was certified as sterile and non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was admitted with elevated international normalized ratio (inr) and shortness of breath (sob). No active bleeding was noted. Observation was initiated. The plan was to allow the inr to drift by itself. The patient was discharged on (B)(6) 2017. The hypercoagulopathy resolved on (B)(6) 2017. The primary investigator reported that the hy percoagulopathy was related to patient condition and unrelated to device or implant procedure.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (MFR. 3007042319-2017-02490, MFR. 3007042319-2017-02391, and MFR. 3007042319-2017-01093) submitted for a device related to the same patient.

Event description:
A report was received that the patient was admitted the week of (B)(6) 2017 with a supratherapeutic international normalized ratio (inr). Upon admission, it was noted that patient had a chronic worsening driveline infection. The clinical team believed that it was best for patient to undergo a pump exchange. The patient reportedly has a history of noncompliance. Of note, the clinical team stated that the patient does not have much help at home and was performing dressing changes without assistance from anyone. The patient admitted to not following aseptic technique or sterile procedure. The patient underwent pump exchange on (B)(6) 2017. No further information has been provided.